Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a battery revision wherein the newly implanted battery was connected to the lead but got stuck in the ipg and could not be put out during the procedure the team tested the lead for high impedances and there were contacts that have been fractured. It was also reported that there were high impedances noted on the ipg. The patient underwent an ipg replacement procedure and was able to got coverage in all pain area despite not having all the contacts.